Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut, but was aspirating during a vitrectomy procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this case.

Manufacturer narrative:
One probe sample was received for evaluation. The complaint sample was visually examined using 25x magnification and was deemed nonconforming. The cutter was stuck in the closed port position. Actuation testing was performed and deemed nonconforming. The cutter remained in the closed position. Cut test could not be performed. Aspiration test was performed and found to aspirate properly. The probe was disassembled and the components inspected. There was minimal wear on the inner cutter when compared to wear visual standards. The engine was disassembled and a bond failure was present between the diaphragm and the extension tubing. The evaluation does confirm the probe did not properly function. A device history record review for each of the probe's lot was conducted. According to the device history record reviews, one lot had a temporary deviation associated with a packing component that did not contribute to the complaint issue. The other two lots had no anomalies found during the device history record reviews. No additional investigation is required based on the device history reviews. The root cause for the reported complaint is an adhesive failure between the diaphragm and engine extension tubing assembly. Following the adhesive failure, the probe no longer functioned properly. An internal investigation has been opened to address reports of a similar nature. (B)(4).